Event description:
Nurse reported that patient tested blood glucose, using the suspect device, and obtained a result of 215 mg/dl. Nurse reportedly retested patient's blood glucose, using her device, and obtained a result of 100 mg/dl. Nurse stated that patient therapy was not modified based on the value obtained on the suspect device. Quality control testing had not been performed on the suspect device. Technical requested the return of the suspect product and replacement product was shipped.